Event description:
Wrong glucose reading which put my body diabetic ketoacidosis. Went to emergency room and was admitted (B)(6) 2025. Once my numbers were treated for diabetic keto acidosis. The person using this product used this product for diabetes.